Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was in the hospital with pneumonia. It was noted that the trial started on (B)(6) 2017. On (B)(6) 2017, it was reported that they were in the hospital with chronic obstructive pulmonary disease (copd) issues, pneumonia, and some other flu thing. There were no device issues or further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hospitalization was not related to the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.